Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer report number: 2017865-2023-15972. It was reported, the patient presented in clinic due to inappropriate shocks from the device. Additionally, upon interrogation, noise resulting in oversensing was noted on the right atrial (ra) lead. A lead fracture was suspected. Technical support was contacted recommended provocative testing. The device was explanted and replaced, and the ra lead was capped and replaced to resolve the event. The patient was stable.